Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer's representative (rep). It was reported that explant was scheduled at this time, but it has not occurred yet. No further complications were reported.

Manufacturer narrative:
Device was returned but analysis is not yet complete. Product ID 977a160, serial# (B)(4), product type: lead. Product ID 977a160, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the device was explanted on (B)(6) 2019-, the implantable neurostimulator (ins) was functioning as normal but was no longer providing relief for the patient. The device was returned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had zero pain relief from the device despite multiple attempts at reprogramming and re-education. The patient was having difficulty understanding the technology and upkeep of the therapy, despite multiple attempts at re-education. The patient had exhausted these options and still had zero pain relief from the stimulator. The device was going to be explanted. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly of the device. Evaluation conclusion code does not apply. Evaluation result code does not apply. Evaluation method code does not apply. If information is provided in the future, a supplemental report will be issued.